Event description:
The customer's wife stated that the customer was treated by paramedics due to hypoglycemia. The customer's wife stated that the customer had bolused with the insulin pump to treat for carbohydrate intake, and approximately a half hour later his blood glucose reading was over 600 mg/dl. The customer's wife stated that she then called paramedics, who treated the customer for a blood glucose reading of 20 mg/dl. The proper bolusing procedure was explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.